Event description:
The account alleged the brake was not holding. No patient impact.

Manufacturer narrative:
The technician found the brake was not fully depressed, user error. The technician engaged the brake fully to resolve the issue.